Event description:
The metal plate of the electrode is disassociated of the device. The customer doesn't know if it is fallen into the joint of the patient. Additional information: what type of procedure was this? Shoulder arthroscopy (rotator cuff). Was the procedure completed with this device? No, another electrode was used. Do you know how long the electrode was activated? Usual time for this kind of procedure was an x-ray performed? No because the metal plate was find. Did this failure extend the procedure time greater than 30 minutes? No.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection shows the active tip component of the device has snapped at the face. The broken off section of the active tip has not been returned for evaluation. There is a scorch mark on the distal part of the ceramic in approximately the 11 o'clock position indicating that the device has come into contact with another metallic object during use. Device activation while in contact with another metallic object is unlikely to cause the failure of the tip shown, but it does however indicate incorrect use of the device. No electrical or functional tests were conducted due to the condition of the device tip. The nature of the damage to the tip of the device would suggest the device has been subjected to excessive load during use. From investigation we have determined the failure of the electrode to have been caused by misuse (excessive load used during use). Therefore no corrective actions could be defined to implement. This complaint can be confirmed. A batch record review has been conducted for this lot of devices that were manufactured in 2014 and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for the batch number of this device. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The metal plate of the electrode is disassociated of the device. The customer doesn't know if it is fallen into the joint of the patient. Additional information: what type of procedure was this? Shoulder arthroscopy (rotator cuff). Was the procedure completed with this device? No, another electrode was used. Do you know how long the electrode was activated? Usual time for this kind of procedure. Was an x-ray performed? No because the metal plate was fine. Did this failure extend the procedure time greater than 30 minutes? No.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated. Device in process.

Event description:
The metal plate of the electrode is disassociated of the device. The customer doesn't know if it is fallen into the joint of the patient. Additional information: what type of procedure was this? Shoulder arthroscopy (rotator cuff). Was the procedure completed with this device? No, another electrode was used. Do you know how long the electrode was activated? Usual time for this kind of procedure. Was an x-ray performed? No because the metal plate was find. Did this failure extend the procedure time greater than 30 minutes? No.